Event description:
Laser fiber was placed at the 5 o'clock and 7 o'clock position, turned on, resecting the tissue and opening the neck of the bladder when the tips broke off. Tips removed with grasping forceps.